Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that their machine seems to be acting weird - they have been getting an electrocution vibration during the day. Patient clarified that yesterday they checked their settings and they were at 2.5 for each (agent understood as program), so they put the intensity back down to 1.5, but today they were feeling the vibration again and when they checked the intensity it was back to 2.5. The patient stated that the intensity numbers appear to be changing at different points of the day without their permission. When agent inquired event date, patient stated 'I probably noticed the weirdness last week but definitely all this week.' While on hold, patient mentioned they suspected this may have something to do with their adaptivestim, so they turned that off. The issue was not resolved through troubleshooting. Agent reviewed manufacturer representative (rep) role and patient was redirected to their healthcare provider to further address the issue.